Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced hyperglycemia. The blood glucose level was 25.6 mmol/l at the time of incident. The customer did not experience any symptoms during high blood glucose event. It was unknown whether the auto mode feature was active at the time of high blood glucose event. The customer declined to troubleshoot. The insulin pump will be returned for analysis.